Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding sets were leaking at the connection between the diet and the equipment. There was no patient injury.

Manufacturer narrative:
Investigation summary: the customer reported the feeding sets were leaking at the connection between the diet and the equipment. There was no patient injury/harm reported. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A lot and failure mode trend review performed did not identify related trends. Three (3) used sample were returned for evaluation. Visual inspection and functional testing confirmed the report of detached tubing from the cross-spike connection. An investigation has been initiated to determine the root cause of the confirmed product issue. This complaint will be used for tracking and trending purposes.